Manufacturer narrative:
The lot was manufactured october 30, 2017 - october 31, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that the device only infused approximately 50% of the drug during the expected therapy time of 46 hours. The device had been filled with 3600mg fluorouracil in 115ml 0.9% sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.